Manufacturer narrative:
Product analysis summary: the full lead was returned and analyzed. The analysis indicated that the helix of the lead became extrinsically distorted due to pul ling/stretching/overstress. Visual analysis of the lead indicated damage at implant. The analyst noted the full lead was returned with the helix extended and stretched. No further helix function is possible. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead helix extended without operator input during the implant attempt. As a result, the lead became caught on the catheter. An alternate lead was placed. No patient complications have been reported as a result of this event.